Event description:
The user stated qc was out of range at the end of a run of 25-30 samples for hemoglobin a1c. The results for the 25-30 samples were reported out. The field service rep found a valve on top of the pressure tank was clogged. He removed, cleaned and readjusted the valve. He also found the reagent syringe mechanism was not properly aligned and had a fluid problem. He realigned and readjusted the mechanism. To verify the analyzer operation, he observed the analyzer during normal operation and ran a qc check. On 11/7/09 after the service visit, the user reported testing on all samples. Upon comparison, the initial results for three samples were discrepant, sample 1 from a (B) (6) female: initial result was 9.1%, repeat was 6.82%. Sample 2 from a (B) (6) female: initial result was 16.5%, repeat result was 12.9%. Sample 3 from a (B) (6) female: initial result was 11.9%, repeat result was 9.2%. None of the pts were adversely affected due to the erroneous results.